Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that foreign material was noted on the funnel of the catheter. It was later reported that the hair was allegedly found inside the funnel of the catheter.

Manufacturer narrative:
Received 1 opened silicone catheter only. The visual inspection noted that there appeared to be a hair on the top of the funnel. The reported event was confirmed as an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that foreign material was noted on the funnel of the catheter. It was later reported that the hair was allegedly found inside the funnel of the catheter.